Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2012, inratio: 3.1, 0.9. Pt thought, she should be lower because, she was bridging lovenox for an epidural shot. She took her last lovenox injection at 4:57 on (B)(6) 2012 and said she had to wait 24 hours for epidural and that she is usually able to get good results at that point.

Manufacturer narrative:
Investigation pending.